Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively after completing procedure the surgeon was tried to remove the metal cannula. But, the plastic top of the needle came off. The metal cannula was retrieved with the help of clamp. The device came in contact with the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and microscopic evaluation revealed that the hub has separated from the cannula. Both the hub and the cannula are packed with bone cement. The knurling is present on the shaft. The flare appears to have been present but was damaged as the hub was pulled off. It appears the bond between the hub and shaft has been overloaded by force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.